Event description:
The event is reported as: the device blade broke at the lock box during a procedure. No pt injury or medical intervention reported.

Manufacturer narrative:
Device sample has not been received by MFR at this time.